Event description:
It was reported that the patient began to leak heavily with his sling device. The patient underwent a surgical procedure in which a new artificial urinary sphincter (aus) was implanted. The sling device remains implanted.